Event description:
A power source alert 07 was reported while the caller was using a tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a working outlet and leave it for at least 30 minutes, after which charging successfully commenced.